Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the asymptomatic patient's pacemaker had premature battery depletion. No known intervention was performed. The patient was stable and would continue to be monitored.